Manufacturer narrative:
Please refer to the attached analysis report for complete details.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, the device was found operating with nominal values and displayed a reset warning message. The patient was questioned regarding any unusual activity or environment they might have been exposed to on (B)(6) 2016 but none were identified. The device was reprogrammed and tested normally during the follow-up.